Event description:
The account alleged that when the bed is plugged in, it rises on its own. There was a patient in bed but no injuries occurred.

Manufacturer narrative:
The account unplugged and reseated the p13 connector on the logic board and the hi/low and all other functions operated properly.